Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebq0526 showed no other similar product complaint(s) from this lot number.

Event description:
The patient reported to medical services & support (ms&s) that he had a power PICC inserted 15 days ago. He reported that he experienced numbness in the area of the left arm PICC that extended down to his mid forearm. The patient stated that he is now at home and the PICC was removed 5 days ago and he is still experiencing the same numbness. He expressed to ms&s that he was told the numbness would improve and it has not improved. Ms&s informed the patient to contact his physician to have the numbness in his left upper arm and forearm evaluated.